Event description:
On (B)(6), 2011, the lay-user/patient contacted animas and reported that he was hospitalized for 4 days in (B)(6) 2011. The patient indicated that her diagnosis was a stroke. However, the patient mentioned that a health care provider (hcp) thought the stroke could have been related to low blood glucose (bg). The patient denied that he received glucagon treatment. He also was unable to provide any specific details of his bg levels during the hospitalization. The patient admitted, however, that he has had frequent low blood glucose levels with no pattern and that he has been working with his hcp in regards to adjusting his insulin regimen. The patient confirmed that all pump settings were reviewed and adjusted that day with a hcp. The patient was unwilling to discuss other factors for possible causes of the low blood glucose levels with the animas representative involved in this contact. He also was unwilling to review the pump's history. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he was hospitalized for a stroke. He also indicated that a hcp thought the stroke might have been related to low bg. At this time, it is unclear if the pump contributed to the patient's injury. The patient was unable to provide details of the hospitalization and did not want to review the pump or possible factors leading to low bg.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the pump powers on appropriately to the verification screen, with functional auditory and vibratory alarms. Visual inspection revealed a torn keypad; all keypad buttons are responding appropriately when pressed. A damaged keypad will permit contamination to permeate the buttons which can have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The (B)(4) instructs the user to call animas customer service if the user suspects that the product is damaged. A review of the pump history did not show any alarms related to the complaint; there were no reboots or battery changes observed in the pump history. The data from the time of the reported event is unavailable for review due to continued pump use. The pump was exercised for 29 hours with no insulin delivery issues occurring. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.